Event description:
It was reported that the rubber stopper on the bd ultra-fine needle insulin syringe was "melted".

Manufacturer narrative:
Customer returned (10) 3/10cc, 12.7mm, 30g syringes in a sealed poly bag from lot # 7072979. Customer states that the rubber stopper is melted. All returned syringes were examined and no damage to the stopper was observed on any of the samples. A review of the device history record was completed for batch # 7072979 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200682026] noted for dry barrels. There were two (2) notifications [200690248, 200690374] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber stopper on the bd ultra-fine¿ needle insulin syringe was "melted".